Event description:
Hamilton medical ag received the following incident description: the ventilator device failed for the tightness test during the pre-operational checks. There was no patient harm due to the issue. The check valve assembly was replaced to resolve the issue. Worst case the issue could lead to a prolonged desaturation (spo2 <80%, for >2 min).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: replaced check valve assembly. Device passed all service software tests. Device put back in service.